Event description:
Sale rep. Called with a tachos dr exhibiting an error message. "Error: transmit standard program" during initial interrogation. The device shows a manual capacitor reformation of 21.5 seconds. The device is not a recall serial device. An ICD system reset was transmitted to the device. After reset error message "error, transmit standard program" appeared. Instructed rep to transmit the safe program. Successful transmission of safe program and successful reprogramming of initial parameters. Device now fully able to be interrogated. Second call: the battery voltage is 6.19v. The options of performing a second cap reform after one hour or having patient return for capacitor reform was given. These suggestions as well as the long charge time, were communicated to the md.